Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The sample was repeated and the results were lower. The following data was provided: sid (B)(6) processed on (B)(6) 2023 at 812am result = 0.232 ng/ml repeated at 336pm = 0.00 ng/ml new sample collected and ran (B)(6) 2023 around 3pm result = 0.00 ng/ml troponin reference range = 0.01 - 0.101 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect stat troponin-I reagent lot 98718un23 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance in the field of reagent lot 98718un23 was evaluated using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 98718un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 98718un23. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 98718un23 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The sample was repeated and the results were lower. The following data was provided: sid (B)(6) processed on (B)(6) 2023 at 812am result = 0.232 ng/ml repeated at 336pm = 0.00 ng/ml new sample collected and ran (B)(6) 2023 around 3pm result = 0.00 ng/ml troponin reference range = 0.01 - 0.101 ng/ml no impact to patient management was reported.